Event description:
It was reported that pre-membrane pressure was greater than 300. Post membrane was very low (not documented). There was a greater than 150 pressure drop differential. The device was blocking and was exchanged for another. (B)(4). This event is reported for two devices. This event is related to medwatch mfg report# 8010762-2014-01304 and (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints, showing a similar malfunction. The failure investigation will be performed under complaint number (B)(4). Results of this investigation are still pending. A supplemental report will be sent if additional information becomes available. (B)(4).